Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she had been getting low blood glucose (bg) levels at night. The patient claimed that the previous night she had a bg level of "52 mg/dl" and her husband treated her with "fast carbs". At 3:30 pm, her bg was reportedly at "143 mg/dl". Through troubleshooting, the animas representative involved in this contact noted that the patient's prime history dates on the pump were incorrect for (B)(6) 2011. The pump's bolus history was reportedly correct compared to her written records. The pump's tdd was also reportedly correct. The patient also alleged that the pump's was gaining/losing time. However, the patient admitted that the pump was exposed to an MRI three weeks earlier. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that she had suffered a low bg episode and required the assistance of her husband. It is unclear, however, at this time if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.